Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular arrhythmia episodes. The device delivered 8 bursts of anti-tachycardia pacing (atp) and six electric shocks. The rhythm was not converted. Further information was received that the rhythm spontaneously terminated. The electrophysiologist believed that the arrhythmia was not converted due to medication noncompliance. The amiodarone was increased. A defibrillation threshold (dft) test was performed and successfully converted the rhythm with a 25j shock. No additional adverse patient effects were reported. At this time, this device remains in service. No adverse patient effects were reported. At this time, this device remains in service.